Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("claiming allergies: nickel post-essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, allergy to metals, vaginal discharge, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping),back, dyspareunia (painful sexual intercourse, bleeding- general abnormal bleeding, allergy, bladder/urinary problem-vaginal discharge, fatigue, migraine, removal recommended by treating physician: yes. Essure removed: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lawyer was added. Case become incident previously added injury nos was replaced with pelvic pain and new events abdominal pain, dysmenorrhea, back pain, dyspareunia, general abnormal bleeding, nickel allergy, vaginal discharge, fatigue, migraine were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.